Event description:
During a telephone conference call, a surgeon reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced a larger than expected capsulotomy in the operating room (or) during the surgical procedure to remove the cataract. Additionally, the surgeon stated that after docking the patient to the system, they found the planned capsulotomy was off center with respect to the iris. In trying to correct for that, the surgeon utilized the maximized capsule setting. The surgeon was able to implant a multifocal iol. No add'l complications and/or medical interventions were reported.

Manufacturer narrative:
The investigation into the larger than planned capsulotomy reported by the surgeon has not yielded any add'l info to date. The system database, system optical coherence tomography (oct) recording, video display recording, and the operating room surgical video were unavailable for analysis as the patient was not identified. The system does provide the surgeon with an opportunity to make a "final review" of the system settings prior to approving them and proceeding with treatment. The catalys system operator manual contains a warning which states: "before initiating laser treatment, inspect the images created from the oct data, surface fits, and overlaid pattern in both axial and sagittal views, and review the treatment parameters on the final review screen for accuracy."